Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer's pump would not turn back on. The customer's blood glucose level was between 251-253 mg/dl. Reportedly the customer reverted to an alternate method of insulin therapy.